Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance suddenly changed. During an attempt to revise the lead, insulation damage was noted. The lead was capped and replaced.